Event description:
Customer reported being hospitalized for high bg's/dka. Customer declined troubleshooting. Customer insisted pump was working. Customer didn't check their bg's or treat accordingly on the day of hospitalization. Instructed to monitor closely and call back if problem persists.